Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller was evaluated following the reported event of yellow wrench advisory alarms that were active. The system controller was not returned; however, a log file was submitted for analysis. The submitted log file labeled (B)(6) contained data spanning approximately 11 days ((B)(6) 2021 per the timestamp). The log file captured several intermittent yellow wrench advisory alarms active beginning on (B)(6) 2021 at 02:34:26 and ending at 07:31:53 that were associated with a replace system controller visual alarm as well as a backup processor fault. The alarms appear to resolve on their own each time they were active. The log file also captured yellow wrench advisory alarms active beginning on (B)(6) 2021 at 02:34:59 and ending at 07:29:36 that were associated with a backup battery memory tag fault. Both types of yellow wrench alarms were active in the log file; however, they are indicative of a the suspected driveline issue and the pump attempting to maintain the set speed. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the heartmate ii system controller, if the controller was exchanged for this event if the alarms resolved after the driveline repair, and if the alarms returned; however, no response was given. The reported event could not be correlated to an issue with the returned system controller and the reported event of yellow wrench advisory alarms were determined to be due to the suspected driveline issue and the pump attempting to maintain the set speed. Heartmate ii instructions for use ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including the replace system controller and low voltage advisory alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon investigation of the submitted log files several yellow wrench advisory alarms were captured. The system controller yellow wrench advisory alarms were associated with replace system controller alarms, backup processor faults, and backup battery memory tag faults.